Event description:
It was reported that during a starr procedure, the customer reported that the device cut only a part of the tissue and didn't apply the staple line. The problem provoked serious bleeding, so the surgeon had to apply sutures. The time of the operation was prolonged by four hours because the hemostasis was highly complicated. The patient's conditions were made worse, and a blood transfusion and antibiotic therapy were necessary. The patient experienced pain and tenesmus after the procedure. Additional information has been requested.

Event description:
The customer stated error code 1007, unable to process test, activated read failure, occurred multiple times on an architect i2000sr analyzer while reaction vessels of lot 78387p100 were in use. The issue was resolved by replacing the reaction vessels with lot 79537p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4)- investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility another identifier has been added (nk8683801). Evaluation: were selected as no method, results or conclusions can be made at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
(B)(4). It was reported that following a coronary artery stenting procedure, the patient experienced restenosis. The lesion being treated was a 2.84mm, 99% stenosed, 20.4mm long de novo lesion located in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with pre-dilation using a 2.58x20mm balloon at 8.0atms. Then the physician implanted a taxus liberte 2.50x20mm stent at 12.0atms. Post-dilatation and post ivus were not performed, with residual stenosis being 0%. A de novo lesion located in the proximal left anterior descending artery had a diameter of 3.37mm, 18mm long and was 90% stenosed. The physician pre-dilated the lesion using a 2.67x20mm balloon at 10.0atms. Then the physician implanted a taxus liberte 3.00x20mm stent at 14.0atms. Post-dilatation and post ivus were not performed, with residual stenosis being 0%. The patient was discharged 25 days later. In (B)(6) 2010, coronary restenosis was discovered in the 1st ob marg. The patient was asymtomatic. The lesion measure 0.96x30mm and was 99% stenosed. A re-intervention was performed and a promus stent of unknown size was implanted. The patient was discharged 2 days later.